Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher adc device scan result compared to unspecified blood glucose reading obtained on an adc meter device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptom but self-treated with insulin (dose/type unspecified) and also took 1 digestive biscuit for additional treatment. There was no report of death or permanent impairment associated with this event. A high adc device scan result of 22 mmol/l was compared to an adc meter reading of 9.3 mmol/l and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. It is unknown when these readings were obtained in relation to the reported adverse event.